Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 400 mg/dl. The customer attempted to treat elevated bg with a manual dose injection but was treated in the ICU with intravenous fluids of saline and insulin. The customer was released from the hospital 4 days later on 11/19/2023 with issue resolved and no permanent damage. The customer is using manual dose injection for insulin therapy.